Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the pump was being returned. No further complications were reported or anticipated.

Manufacturer narrative:
Fdp (B)(4) and fdd code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-31. It was reported that the patient first started experiencing symptoms on 2017 (B)(6). It was stated that the patient experienced "withdrawal symptoms - clonidine" that were related to the motor stall. It was indicated that the cause of the motor stall was not determined and that the motor stall recovery occurred at 3 a.m. Of 2017(B)(6) . It was noted that the patient was sent home after recovery and scheduled for replacement the following week; however, the stall occurred again on 2017 (B)(6) and then that day the pump was replaced. The motor stall and patient symptoms had been resolved. It was indicated that the provided information had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the hcp contacted the rep- interrogated pump and read motor stall after patient called with symptoms. Environmental/external/patient factors that may have led or contributed to the issue were not applicable. Patient was referred to hospital for further evaluation. At the time of this report, the issue was not resolved and patient status was alive. It was unknown if surgical intervention occurred. Patient weight and medical history were unknown and would not be made available. No further complications were reported.

Manufacturer narrative:
Hanalysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a flex dose rate as of (B)(6) 2017: dilaudid (concentration: 15.0 mg/ml, dose rate: 8.258 mg/day), and clonidine (concentration: 300.0 mcg/ml, dose rate: 165.15 mcg/day). The previously applied (B)(4) is no longer applicable. . If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.